Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the date of the lead explant was (B)(6)2018. No further compl ications reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 3889-28, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the intra-operative impedance test was greater than 4000 ohms. There were no known contributing factors. The physician unscrewed the lead, dried it off and replaced it 4x with the same result each time. The physician ended up using a new lead and battery to resolve the issue. Upon completion of the implant, the impedance on several electrodes were greater than 4000 ohms, the physician took the lead out of the battery, dried it off and tested it again with the same results. After five attempts, including the pulse width and rate to 300 and 3.0 amps, there was the same result. The physician put a new lead and battery in for the patient. No patient symptoms were reported. No further complications were reported or anticipated.